Manufacturer narrative:
Additional information, device evaluation the reported pipeline flex embolization device with shield technology (ped2) was received for analysis. As received, the ped2 was within the lumen of a microcatheter. No issue was encountered pushing the ped2 out of the microcatheter for further examination. Upon exiting the microcatheter, the ped2 braid was found fully opened. Damages, severe fraying, were noted on both distal and proximal ends of the ped2 braid. No other anomalies were observed. Based on the findings, the report of ped2 braid "failure to open at the distal segment" could not be confirmed. The reported ped2 braid failed to open distally was possibly contributed by the braid damage. It was reported the ped2 was resheathed more than the recommended 2 times, and was attempted to be placed on an aneurysm that had previously been treated with a stent. However, the actual cause of the reported clinical experience could not be determined. All products are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications. The ped2 instruction for use states "resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Precaution: do not place the pipeline flex embolization with shield technology device in patients whom a pre-existing stent is in place in the parent artery at the target aneurysm location." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-475-35 the reported product has not been received for evaluation. Therefore, the cause of the reported incident could not be conclusively determined. Should the device be received for evaluation, a follow up report shall be submitted once evaluation has been completed. Linked MDR's 2029214-2017-01533 2029214-2017-01534 2029214-2017-01535. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield technology (ped2) device failed to open at the distal segment during a flow diversion procedure. This ped2 was used to treat a patient's aneurysm located at the cavernous segment of the internal carotid artery. It had max diameter of 10.2 mm and neck width of 5.3 mm. Landing zone artery sizes were 4.3 mm distally and 4.8 mm proximally. Vessel tortuosity was describe as normal. This aneurysm had been previously treated a year prior and had recanalized. It was reported the ped2 was prepared as indicated in the instruction for use. There was no friction encountered during ped2 delivery and the distal segment of the ped2 was not connected to previously implants. When the physician deployed the ped2, the distal segment did not open after 1/3 of the braid had been unsheathed. The ped2 was resheathed and deployed again for more than 2 time. With no improvement. The ped2 was removed from the patient. No injury reported. New device was used to continue treatment for the patient. Post procedure imaging confirmed successful placement of flow diverter.